Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt has experienced hyperglycemia and reports the insulin delivery of the infusion device is too low. The infusion device displayed an e4 occlusion error on (B)(6) 2011, and she changed the infusion set and cartridge. The infusion device displayed another e4 occlusion error a few hours later, and she changed the infusion set and cartridge again. Blood glucose was 310 mg/dl on (B)(6) 2011 at 6:00 a.m. Pt delivered approx 6 i.e. Of insulin. Blood glucose was 297 mg/dl at 8:30 a.m., and she delivered 6-7 i.e. Of insulin and ate 1 be. Blood glucose was 317 mg/dl at 1:30 p.m. Pt reported the cartridge volume displayed on the infusion device (286 units) had not changed from the day before. Pt did not have an infection or start new medication, and her normal blood glucose is 80-100 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. The cartridge, infusion set, adapter, and battery were also requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.